Manufacturer narrative:
1 no medical intervention or treatment has been provided; 2 no specific lot number or test kit was provided to ihealth; therefore, no additional investigation can be performed to determine if the test kit is a valid ihealth manufactured product or a counterfeit. 3 IFU states a false negative or invalid result may occur if too little solution is added to the test card. A false negative or false positive result may occur if the test result is read before 15 minutes or after 30 minutes. There is a risk of not following the instructions

Event description:
The event description: antigen rapid test at home on 2022 the test came back neg. And 2022 I took another at home test by quickvue it came back positive. For work reason since in healthcare I had to go and get a pcr test done and it was positive.